Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two open and bleeding wounds under the side electrodes. Additionally, the patient's skin is red under the front and back electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician, who advised the patient to remove the lifevest for the weekend. Follow up indicated that the patient removed the lifevest as prescribed and decided that he no longer wanted to wear the equipment. The patient returned the equipment and confirmed that the sores scabbed over and have begun to heal.